Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient turned their ins off to conserve the battery because she wasn¿t sure if her insurance would cover a new implant. The patient reported that now she couldn¿t get the ins turned back on. The patient wanted to turn the ins on because she had been having problems, she was falling and her muscles were weak. The patient stated she thought her legs and muscle tone were getting weaker. The patient was directed to her healthcare professional to determine if the ins was dead due to being implanted since 2001. No further complications were reported/anticipated.